Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unreported date in (B)(6) 2020 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes into treatment with a revaclear 500, a patient experienced an allergic reaction manifested by a drop in blood pressure. Treatment was stopped and the patient was treated with an unspecified steroid injection. The dialyzer was changed to a polyflux 21l and treatment was continued with no further issues. No additional information is available.